Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was it was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a bag of fluid explode over the unit. This caused fluid to enter the electronics which damaged two circuit boards.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a bag of fluid explode and spilled over the unit. This caused fluid to enter the electronics which damaged two circuit boards. . No patient harm was reported.

Manufacturer narrative:
A getinge service technician inspected the unit for damage and found that the power management board and the motor controller board were damaged by fluid. A getinge service technician returned and replaced the listed boards. Technician then completed all diagnostic, performance and safety tests on the unit with no issues. The unit was approved for clinical use and returned to the department.